Event description:
Reportedly, a valve was found to have a hair attached to one of the leaflets. No further information has been provided.

Event description:
Patient had foley catheter in place. When the rn attempted to remove the catheter she was unable to deflate the balloon. After attempts by multiple team members, the balloon still would not deflate.in order to remove the foley catheter, the patient was required to undergo an interventional radiology procedure. In ivr, the balloon was injected with contrast, which flowed freely into the balloon, but could not be drained. The radiologist punctured the balloon through the patient's abdomen using a 22 gauge spinal needle. After this, the balloon deflated and the catheter was easily removed.

Manufacturer narrative:
It is unknown if there is any patient involvement as it was indicated in the email report that this was before use and no patient information has been provided. Request has been made for a customer experience report. The valve is being returned. Customer letter not required at this time. This was determined reportable per edwards lifesciences procedures. The DHR review has been started. (B) (4) = device has not been received for evaluation.

Manufacturer narrative:
Evaluation summary: a hair like filament is detected at the valve tissue. Both ends of the filament are visible at the inflow aspect. The hair like filament looped along its mid part and is visible at the outflow aspect. Minor filaments brown in color are also detected at the tissue inflow. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances. At 03/11/2010, after repeated attempts to get additional information regarding this event, no additional information has been provided. No customer letter has been requested. Unfortunately, the incident date was not provided; therefore, the aware date was used as the date of event.